Event description:
Caller has a pt with a ponsky peg tube in place. Upon retrieval the dome broke off. The physician would like to allow it to pass naturally, wanted the company opinion first. The dome is too large for us to be able to guarantee that it will safely pass through the small bowel and do not recommend letting it attempt to pass.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.